Event description:
User facility medwatch report received states "the surgeon was using a hi-torque spartacore 14 guide wire during a procedure, and it became stuck in patient. The end of guide wire broke off in patient. Unable to retrieve a piece and md chose to leave in the patient as the risks of removal attempt outweighed the benefit. No harm to the patient". In addition, it was noted that no intervention was performed and the tip remained free floating in the patient due to difficulty of the procedure. The patient is now deceased; however, it was noted that the death was not related to the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report: uf/importer report# 2200710000-2024-8010.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It was reported that the guide wire encountered resistance during removal, and subsequently separated in the anatomy. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, damage to the guide wire, or outer diameter of the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Manipulation of the guide wire, when resistance was encountered, may have contributed to the reported material separation; however, this cannot be confirmed. The separated portion of the wire remains free floating within the anatomy. Additionally, the reported death was concluded to not be related to the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.